Event description:
In 2007, abbott point of care was contacted by a customer who reported that at 9:18 on the day before, an I-stat cardiac troponin I cartridge yielded a result of 0.1 ng/ml. The same sample repeated at 9:59 on the same day, an I-stat cardiac troponin I cartridge yielded a result of 0.01 ng/ml. Same sample sent to the lab at 11:29 on the same day yielded a result of 0.013 ng/ml.